Event description:
The patient was supported with an acute extracorporeal circulatory support pump system. The patient was also receiving extracorporeal membrane oxygenation (ECMO) support. The ECMO support was initiated at 7:30am. At 5:00pm the pump console alarmed, a motor disconnected alarm was displayed on the console, and the pump stopped. The patient was switched to a backup console and motor within 30 seconds of the alert. The patient reportedly did not experience any adverse effects.

Manufacturer narrative:
The patient's age and weight were not reported. The approximate age of the device from the ship date is 5 years. The motor is not a single use device. The device was returned for investigation. The evaluation is not yet complete. The event occurred at (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.

Manufacturer narrative:
The reported motor disconnected alarm was confirmed during the system controller data log file analysis. However, the fault could not be reproduced during the investigation of the motor. The returned motor operated as intended. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.